Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage outside the patient occurred. During unpacking of a 2.25 x 38 synergy¿ drug-eluting stent, the physician noted that the stent was deformed. The device was not used and was immediately removed from the area. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device lot number corrected from 19824497 to 19373045. Device expiration date corrected from 04/02/2018 to 11/29/2017. Device manufactured date corrected from 10/28/2016 to 06/24/2016. Device evaluated by MFR: a synergy ous mr 2.25 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified stent damage. Stent strut rows 2 to 10 on the distal end of stent appear undamaged. Stent strut row 1 on the distal end of the stent was slightly flared. The remainder of the stent has been damaged, deformed and pushed in a distal direction 6mm from the distal end of the proximal marker band. The undamaged section of the crimped stent outer diameter was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full catheter length. An examination of the shaft polymer extrusion identified no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage outside the patient occurred. During unpacking of a 2.25 x 38 synergy¿ drug-eluting stent, the physician noted that the stent was deformed. The device was not used and was immediately removed from the area. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.